Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient in the cryo atrial fibrillation global registry experienced recurrence of persistent atrial fibrillation while treated with the afa pro 28 catheter. The patient had occasional palpitations, mild dizziness, and increased fatigue. The event required hospitalization for greater than 24 hours. An electrophysiology study with voltage mapping of the left atrium was performed and identified pulmonary vein reconnection of the right inferior and right superior pulmonary veins and clinically significant septal fibrosis. Electrical cardioversion, repeat ablation, and a percutaneous coronary intervention redo were performed as treatment. The investigator assessed the event as possibly related to the cryoballoon catheter and related to the study index procedure, while the sponsor assessed the event as not related to all. The outcome of the case is unknown. The patient outcome was reported as recovered/resolved.